Event description:
Dexcom g7 sensor failed to insert correctly. Wire backed out of hole on sensor. I have a tslim insulin pump and am a brittle diabetic. The sensor is to keep up with my blood sugars and report to my pump. My pump makes corrections and increases or decreases my insulin intake as needed. Since (B)(6) of this year, I have six (6) sensors that have failed. According to dexcom I am only allowed two (2) replacements per 12 months. Currently, I have four failed sensors in hand. Medicare pays for my sensors and I will file a report with them, but dexcom needs to step up and replace the failed sensors and put out a notification of recall. All of these issues began after the FDA warning to them that the product was changed without notification and approval. This is unacceptable to those of us that depend on insulin pumps and sensors to be able to live a semi-normal life. Please stop them and make them correct this problem. Ref reports: mw5170697, mw5170699, mw5170700, mw5170701, mw5170702.